Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to adhesive peeling of the distal end, the distal end is not secured. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited that due to adhesive peeling of the distal end, the distal end is not secured. There were no reports of patient involvement.